Event description:
Denali mi s1 screw broke approx 8 months post-operatively. The pt was revised however half of the shaft could not be removed and remains buried at s1.

Manufacturer narrative:
X-rays and additional details surrounding the event have been requested but not yet obtained. The explanted portion of the screw will be returned for evaluation. In the meantime, the manufacturing and inspection records for the device have been reviewed and no manufacturing or material defects or abnormalities were found.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all product lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents and labeling was performed as part of the investigation and properly documented. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. The subject product was returned for evaluation and evaluation has been completed. Upon evaluation of the subject part(s), no material or manufacturing defects were observed and it was found that the screw breakage was consistent with excessive anatomic loading, commonly seen in the sacral region.